Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9009593. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-03-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog & the 1st related complaint for difficult/unable to operate on lot # 9009593. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication and difficult operation or not working/functioning during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9009593, unknown. Verbatim: issue: consumer reported pen needle don't work, it does not release the insulin during the injection. She holds up to squeeze the plunger does not work. Box1: incident date-unknown. Occured-27 times. Item# 320122. Lot#9009593 expiration date-01-31-2024. Box2: issue: insulin did not come out during injection. Box discarded. At least 15 of the needle did not work. Incident date -15. Item# 320122. Lot#unknown. Issue: needle did not dispense the insulin from other boxes. Sample discarded. Item# 320122. Lot# unknown. Consumer uses the new needle each time of her injection. She visually tests the needle on patient end side, but not the non patient end. Advised consumer to visually tests the both end of the needle. She rotates injection site. She does not do the priming, advised her to do the priming. She firmly attaches the pen needle on to the pen. Advised consumer to save the sample if re occurs.